Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v598062, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# v598062, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Device returned but analysis has not yet begun.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the there was a neurostimulator battery replacement due to battery depletion on (B)(6) 2016. On the same day, the tined lead was replaced due to lead being "loose." Outcome remained unknown at the time. The patient recovered without sequela.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported discomfort in leg when legs are crossed. The device was reprogrammed on the day of the report and the issue resolved. The patient reportedly already had a system explant scheduled for (B)(6) 2016 prior to leg discomfort. The full-system replacement procedure was later moved to (B)(6) 2016. No x-rays were taken; the physician felt if the leg discomfort was an issue they would replace the system. Medical history included overactive bladder.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. Insignificant findings included serial number lost but no power on reset message. Analysis of the lead found no significant anomalies, noting the lead body conductor broken (overdistress/damage). Conductor #3 was broken 4.8 cm from the distal end due to overstress/damage. Circuit #3 was open and circuits 0,1, and 2 had impedances of 85-87 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.